Event description:
It was reported that the pt experienced symptoms of drowsiness and somnolence and was admitted to the hospital. All pump programming, medication, concentration, and dosage was confirmed as correct. It is unclear if symptoms were related to cancer progression, viral illness and bolus dose; further tests are being performed. Medication contained in the pump is unk. Device troubleshooting was recommended.